Event description:
Customer reported the alarm was turned on but had no power. Customer left the alarm in the on position and after a few minutes the alarm began to sound. The customer reported the alarm was sending false signals to the nurse call station. Customer reported this was discovered during set up, but could not provide the date when found. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned alarm confirmed the reported issue; when batteries were initially installed the alarm powered on, then the alarm immediately powered off on it's own. Unable to turn on the alarm during subsequent attempts. When the alarm was opened up, it was found that the microcontroller was defective. No physical damage to the alarm unit was observed. (B)(4).